Manufacturer narrative:
At this time, the revision has not been scheduled. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, the patient complained of difficulty breathing. High out of range impedance measurements were noted on the left ventricular (lv) lead and device. As a lv lead fracture was suspected, it was indicated a revision procedure would be performed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information was received that the lv lead was repaired and remains implanted. No additional adverse patient effects were reported.